Manufacturer narrative:
Insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, no delivery test, displacement test and rewind. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call of falling and damaging insulin pump. Damage was caused to display screen. Customer's blood glucose was 50 mg/dl. Customer declined troubleshooting for low blood glucose as it was corrected with food. Healthcare professional recommended that insulin pump be replaced.